Manufacturer narrative:
Patient weight" has been entered. In the initial report, the following should have been omitted: "it is unknown which lead is involved, therefore, both are being reported on." A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D6b -date of explant is unknown.

Event description:
Additional information received indicated the thoracic lead was explanted a couple of years back and the date is unknown

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10838. It was reported the patient has an infection at the lead site. The patient has had bloodwork done and has been prescribed oral antibiotics and probiotics for treatment. It is unknown which lead is involved, therefore, both are being reported on.